Event description:
A consumer reported a higher reading of 374mg/dl from their precision qid blood glucose monitor when compared to a laboratory comparison value of 250mg/dl. The values when plotted on a clarke error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.